Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter .

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that after therapy was started the patient "was getting no medication to their spine." They then had surgery (for an unspecified reason) where the catheter was found to be "shredded in the patient's spine." No further info was provided. No further complications were anticipated/reported.